Manufacturer narrative:
Product ID 3037, serial# (B)(6); product type programmer, patient product ID 3 093-28 lot# v759963, implanted: 2011 (B)(6); product type lead. (B)(4).

Event description:
It was reported that the patient was thought to have bladder cancer, but it turned out to be a yeast infection. This was said to take place 4 to 5 months ago.